Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure that included a thermocool® smart touch® sf bi-directional navigation catheter(stsf). The patient experienced cardiac tamponade that required pericardiocentesis. It was reported by the biosense webster inc. (Bwi) representative that after the case, they were informed that the physician noticed low blood pressure readings on the patient. The physician then used a transesophageal echocardiography (tee) and was able to confirm a cardiac tamponade using the tee. The staff in the room then performed a pericardiocentesis and removed fluid from the patient. The quantity of fluid removed is unknown; however, the patient was then stabilized and has since been discharged. The physician did not state what they believe the cause of the injury to be. The adverse event occurred on (B)(6) 2023, post use of bwi products, post ablation and catheter pull. A force sensor error was observed, and the physician was made aware and elected to proceed without changing catheters. They took manual ablation points. Transseptal puncture was not performed. Ablation was performed prior to noting cardiac tamponade. No evidence of steam pop. A soundstar catheter, an stsf catheter, and a quadrupolar catheter were used in the case; however, none are available for return.